Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufacturers the vanguard cardioplegia device. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that sorin vanguard cardioplegia device de-primed during priming. There was no patient involvement. The involved device was returned to sorin group USA for evaluation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the sorin vanguard cardioplegia device de-primed during priming. There was no patient involvement.